Event description:
A report was received that the patient developed two large hematomas and tenderness around the ipg site as well as over the initial ipg site. The hematoma had improved. The patient also presented with persistent drainage at the midline incision site with serosanguineous fluid. The physician underwent an explant procedure to prevent possibility of tracking bacteria into the epidural space. Upon removal, the physician was confident that infection had not occurred. The patient was treated with intravenous antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.